Event description:
It was reported that a patient received a system error 2240 (air in set/line) during use of the homechoice machine. According to the report, the patient stated that this occurred during an unspecified cycle. The technical services representative assisted the patient in clearing the alarm. During troubleshooting, it was noted that the patient line was loosely connected and it became disconnected from the transfer set. There was no patient injury or medical intervention in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4).upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the device was not returned and the lot number was unknown, a device analysis could not be completed. The cause of the reported alarm was due to a loose connection between a cassette line and the patient¿s transfer set. The cause of the loose connection could not be determined. Should additional relevant information become available, a follow-up report will be submitted.